Event description:
Customer reported a pt sample containing anti-e did not react with 0.8% surgiscreen lot 8ss479. A second sample was drawn in 2007, however the cells of 8ss479 had expired on 05/01/07, results were negative. No death or serious injury was associated with this incident.